Manufacturer narrative:
Examination is not possible, as the item was not returned. The investigation could not verify or identify any evidence of product error regarding the report with the information provided. The root cause may be related to user technique. A five-year complaint database finds no other reports relating to difficulties regarding patient anatomy. Based on the investigation, the need for corrective action is not indicated. Monitor through trend analysis. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Surgical procedure extended because of difficulty in impacting and extracting broach, handle is in the way of patient's anatomy.